Event description:
The customer reported when she disconnected from the mp1000-c valve, fluid sprayed back. No pt or staff harm reported. Customer stated that product would not be returned because event set was discarded. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer's report of fluid sprayed upon disconnect could not be confirmed due to the product was discarded by the customer. The root cause of this failure could not be identified.